Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2011. Approximately 10 years and 11 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed polyethylene tibial tray liner. Patient had a coronal plane instability. Medial parapatellar arthrotomy was carried out in line with previous incision. Patella was everted and found to be stable. Polyethylene tibial tray spacer was removed and excessive posterior wear on the posterior runners as well as around the post was noted. The patient was transferred to the recovery room overnight for observation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.